Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 was failed. The contacts were cleaned, but the door still did not release. The customer tried to recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer performed a troubleshot and visual inspection, identifying oxidized and loose contacts. Connections were cleaned, treated, and tightened. Additional troubleshooting revealed a loose pyxibus cable on the controller board, which was reseated. No further issues were noted. The system functioned as intended after the field service engineer repaired the device.